Event description:
This case was opened in error, and has been closed as void.

Manufacturer narrative:
This case was opened in error, and has been closed as void.

Event description:
It was reported to philips that the device has an unspecified issue. There was no patient involvement.